Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported that their rep did something, "tweaked program a, I think", to their programming and since then, when they got up in the morning, they couldn't get the device to work at all for their symptoms and they would have to self-cath. They reported now since the adjustment, they just went small amounts during the day and had to use a catheter and that wasn't the way it was prior to the adjustment. (Patient confirmed prior to implant, they would self-cath as their standard of care). The patient also stated yesterday they thought they'd try and fix the problem by increasing the stimulation but that didn't help/didn't do anything. The patient had called to find out how to get back to how they had been programmed before because the current setting was not good for them at all and they said they regretted speaking about it at all at their appointment because things were fine before. The patient said they'd called their managing healthcare provider's (hcp's) office about the situation and their hcp's nurse told the patient to call the manufacturer. Patient services reviewed the role of patient services and the rep with the patient and offered to assist the patient in getting the patient back to their previous setting if the patient knew what t heir previous setting had been however the patient unfortunately didn't know what their previous setting had been and whether or not the rep had reprogrammed them or simply made a program change. The issue was not resolved through troubleshooting. An email was sent to the rep and the patient was going to wait to hear back from them for the time being and otherwise reach back out to their hcp office to make an appointment to meet with the rep again. The patient said the issue with the rep is that the rep was only at the hcp's office once a month but noted they would wait to hear from them or otherwise reach back out to the hcp office about the situation. The patient called back and reported the same information as the original call. They noted that they told the rep that they wanted help to completely empty the bladder and the rep upped therapy from 1.3 to 1.6, then the patient connected again later to increase it to 1.8 and now they could not void at all. The caller kept seeing device not responding. They reported no falls or trauma. The c aller could feel the device under the skin. The confirmed that the communicator was not plugged in, they were positioning it correctly, and were on the correct app. The caller noted that it had a yellow light this morning so they tried to charge it a little more then the battery light went out completely and they unplugged it. The agent advised the caller to plug the communicator in again and they saw the orange light. The caller took another call from the rep and the agent could hear the caller giving incorrect information to the rep and tried to correct them. The caller noted that they preferred speaking with the rep directly, so the agent disconnected the call. Additional information was received from a manufacturer representative (rep). The rep reported that the patient turned stimulation back to 1.3 on their own yesterday. After turning the stimulation up to 1.8 on the patient was unable to void on their own. The patient connected to the device after sitting down and turned stimulation back down. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.